Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file that was extracted from the returned system controller (serial number (B)(6). The log file contained data spanning approximately 3 days ( on (B)(6)2023 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm was observed on (B)(6) 2023 correlating to a load test condition. At this time, the unloaded voltage of the battery was under the acceptable voltage threshold, triggering the alarm. The alarm remained active until the controller was shut down on (B)(6) 2023 to perform the reported controller exchange, and no other notable events were observed. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. Multiple self-tests (which triggered multiple load tests) were successfully performed on the system controller after the battery had been fully charged and after extended testing of the controller and battery had been performed, and atypical alarms were unable to be reproduced throughout all testing. Per the event, the alarms resolved after the controller exchange. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had backup battery fault alarms in the recent months and already had the backup battery changed out ((B)(4)). The patient had another backup battery fault and the system controller was exchanged. The alarms ceased after exchanging the controller.